Event description:
It was reported the in88ahanfrff manual wheelchair hardware has come loose and caused damage to the head tube. Further, the reporter alleged, the patient has attempted to fix the chair on his own; however, the patient's efforts have caused further damage.